Event description:
It was reported that "during procedure, an issue occurred where the suture was not visible, and the needle retracted back into the device. The device was removed, and the procedure was completed using a new device". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "during procedure, an issue occurred where the suture was not visible, and the needle retracted back into the device. The device was removed, and the procedure was completed using a new device". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). A visual inspection of the returned device was conducted, and the following observations were made: received in tray, pusher not deployed, cutter not deployed, needle trigger retracted, retract lever fully retracted, lever lock and tape disengaged urethral endpiece (ue) ready to deploy, distal tip undamaged, unsheathing pawl not engaged with suture spool, shuttle not engaged with needle spool. Suture ferrule in place, case right undamaged the items listed above are indicators of device status and are as expected for a device that functioned as designed. The following discrepancies were noted during visual inspection: needle damaged: needle tip is bent outward. Needle damaged: the needle is broken near the needle spool. Capsular tab (CT) did not unsheathe, suture buckled out of track. The needle was found to be broken approximately 22 mm from the needle spool. The break interface of the broken needle is irregular, and it is not possible to determine if there is any missing material to report. Any possible missing material is estimated to be less than 1 mm in length. Functional inspection was not performed because bone strike is a documented known possible outcome of the urolift procedure which is typically the result of device positioning or excessive movement of the device or patient anatomy. Device history record review investigation did not show issues related to complaint. The customer report "suture was not visible" was confirmed. Confirmation is based on the investigation results showing that the CT did not unsheathe. This investigation has determined that the device encountered the following failure modes: ul-needle damaged: needle damage occurs when the needle strikes bone. The probable root cause of this failure mode is use error- unintentional- cannot determine. Ul-CT did not unsheathe: the CT was unable to deploy due to the damaged needle interfering with CT deployment. The probable root cause of this failure mode is use error- unintentional- cannot determine. Teleflex will continue to monitor and trend for complaints of this nature.